Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes had poor gel separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had poor gel separation. No serious injury or medical intervention was reported.

Event description:
It was reported that the bd vacutainer pst gel and lithium heparinn (lh) 83 units blood collection tubes had poor gel separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Further investigation activities have been conducted through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Bd has initiated further investigation through a CAPA to identify the potential root cause(s).